Event description:
The patient presented with painful, red swelling at the radial access puncture site, several weeks after the cardiac angio procedure, via radial artery access route.the lesion resolved with no further treatment.